Event description:
Customer charged device to test fire and everything was fine, customer then went to charge again to use and stylet would not charge. Customer got another needle from sample lot and did 6 biopsy passes and did not get a sample during any of these passes. Customer then got a needle from a different lot and completed the biopsy with no further complications. Additionally, the patient did not require medical or surgical intervention. The physician completed the procedure with another device from a different lot.